Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse could not duplicate the error. The system was used that day with no issues. The system was verified and ready for use.

Event description:
It was reported that during a da vinci-assisted donor nephrectomy surgical procedure, a clinical sales representative (csr) contacted tech support engineer (tse) from offsite to report the customer contacted her to inform a non-recoverable error 25759 occurred mid-procedure. The caller stated they did notice universal surgical manipulator (usm) 4 was coming out of the gel-port but wasn't' sure it that was related. The customer was able to restart the system and powered back on normally, which allowing them to continue as planned. An intuitive surgical, inc. (Isi) technical support engineer (tse) viewed logs, but the previous power cycle was not available. The procedure was completing as planned with no report of patient injury. Later, another operating room (or) staff contacted technical support after the procedure to review logs. The tse reviewed logs and noted a single 25759 error. The tse informed caller that the system appeared to have experienced a communication fault and needed a reboot.